Event description:
Site seriousness assessment: the event did not involve a congenital anomaly, death, disability, or a life-threatening condition, but it did require hospitalization and medical or surgical intervention. Site related assessment: the procedure was an index surgery in which use of the study device was considered probable. Sponsor assessment (oc muo): result: yes comments: sponsor assessment: probable related to the index surgery and not related to the device. Hospitalization end date: (B)(6) 2025. Medication name: hydrocodone-apap start date: (B)(6) 2025. Dose: 1 dose uom: tablet frequency: prn: as needed route: oral reason started/indication: pain corresponding to pseudarthrosis sponsor assessment (oc muo): result: yes comments: sponsor assessment: not related to the index surgery and probable related to the device mdt cst ailliance eligible devices implanted during the index surgery, remain in the subject at the end of this add spinal surgery: no pain end date: (B)(6) 2025.

Manufacturer narrative:
MDR was submitted in accordance with activities related to CAPA# 734075. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, clinical study) regarding a patient having spinal therapy. It was reported that following index spinal surgery, the patient experienced pseudarthrosis, which was identified as an adverse event related to the initial procedure. The patient subsequently underwent removal and revision spinal surgery to address this complication. Additional medical interventions were required, including oral medications and physical therapy for spine symptoms prior to the index surgery. Additional information was received that the patient had pseudarthrosis, persistent neck discomfort, headache, muscle tightness and cramping. Patient has been hospitalized and treated with surgical procedure. Probable related to the cst device by the investigator. The atlantis vision elite plates have been removed.